Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of the follow-up cta ((B)(6) 2016) when the type ii endoleak was noticed, will be used as the event date.

Event description:
On (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum diameter of the aneurysm measured 48.2mm. The patient tolerated the procedure. On (B)(6) 2016, on follow-up cta, a type ii endoleak originating from the inferior mesenteric artery (ima) and the lumbar artery was noted. The aneurysm measured 47.1mm. No treatment was required. The physician was monitoring the patient. On (B)(6) 2017 the aneurysm measured 47mm on follow-up cta. On (B)(6) 2017 the aneurysm measured 53mm on follow-up cta. On (B)(6) 2018 the aneurysm measured 58mm on follow-up cta. The adverse event notification noted that the aneurysm enlargement was attributed to the type ii endoleak. On (B)(6) 2018, an aortogram and visceral angiogram were performed. On (B)(6) 2019 follow-up cta showed no additional aneurysm enlargement. On (B)(6) 2020, a persistent type ii endoleak originated from ima was confirmed. On (B)(6) 2020, the patient underwent a laparoscopic ligation of the major artery in ima to treat a type ii endoleak. No further adverse events have been reported.